Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) noise and oversensing. At that time, the noise could be recreated with the patient deep breathing. There was also right atrial (ra) oversensing of rv signals at that time. It was later noted that there was rv pacing inhibition with approximately 2.5 seconds of asystole. It was noted that the noise appeared to be cyclical and possibly diaphragmatic oversensing. Boston scientific technical services (ts) discussed troubleshooting and programming options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.